Event description:
During evaluation the spectrum syringe pump alarmed a se 21503 (occlusion sensor voltage). There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the device experienced an occlusion sensor voltage se 21503. A review of event history log revealed several occurrences of se 21503. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During the event history review, the se 21503 was displayed several times and alarmed during this evaluation. Evaluation attempted to calibrate the occlusion sensor unsuccessfully. Unit would not function to progress calibration of occlusion sensor. Replacement of the plunger driver is required for repair. Additionally, the front panel assembly was repaired. Should additional relevant information become available, a supplemental report will be submitted.